Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient had part of their catheter revised with a date of (B)(6) 2015 (date from manufacturer database).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.